Manufacturer narrative:
1038671-2023-01718

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. This has not yet been explanted. Patient began experiencing significant pain, swelling and popping. In (B)(6) 2022 the patient reported swelling after daily activities. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.